Manufacturer narrative:
The device has been received for analysis. During product analysis the catheter was tested for deployment multiple times and no unusual resistance was noted. Pericardial effusion and hypotension are expected procedural complication addressed within the IFU for the farawave catheter.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician completed the transeptal and premap without issues. The catheter was then inserted and delivered 8 applications in the left superior pulmonary vein (lspv) successfully. Then, the device was moved to the left inferior pulmonary vein (lipv) and delivered 4 basket applications. The anesthesia team noticed that the blood pressure was low, the physician checked on the intracardiac echocardiography (ice) and noted an effusion. The devices were removed from the patient and a pericardiocentesis was performed. The patient stabilized and blood pressure returned to normal. The patient is expected to fully recover from the event and was kept for observation. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician completed the transeptal and premap without issues. The catheter was then inserted and delivered 8 applications in the left superior pulmonary vein (lspv) successfully. Then, the device was moved to the left inferior pulmonary vein (lipv) and delivered 4 basket applications. The anesthesia team noticed that the blood pressure was low, the physician checked on the intracardiac echocardiography (ice) and noted an effusion. The devices were removed from the patient and a pericardiocentesis was performed. The patient stabilized and blood pressure returned to normal. The patient is expected to fully recover from the event and was kept for observation. The device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.